Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post implant check up one month after the implant procedure. Upon examination, it was discovered that the atrial lead exhibited loss of capture. Additional testing and a chest x-ray confirmed that the lead had dislodged. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient's condition remained stable.

Manufacturer narrative:
The reported event of failure to extend helix was confirmed. Final analysis found the complete lead was returned in one piece measuring 52.0 cm. The helix was found retracted and clogged with blood. After cleaning, the helix could extend and retract normally within specification. The cause of the helix failure to extend was isolated to the helix being clogged with blood. The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.